Event description:
It was reported that the patient experienced "surging" sensations while using adaptive stimulation for a "few weeks" prior to report. It was further stated that the patient felt stimulation turn off, but that they were "not sure when and what position". It was noted that the patient sat for several hours in an upright position and then "all of a sudden," the stimulation increased in intensity when the patient had not even moved. The patient reportedly met with a manufacture representative "about a week" prior to the report and "re-oriented and reprogrammed" the patient. It was noted that the "surging sensation" had not stopped. It was additionally stated that the patient had been "woken up" from the "surging sensation" and that it was "so strong that he couldn't stand it". It was noted that "when the stimulation was that strong it irritated the patient, which made the pain worse". It was additionally noted that the patient "hated manual mode" and thought that adaptive stimulation was "wonderful in the beginning". The patient stated that the day prior to the report the device"did it again" and device was going to be shut off. It was noted that the patient was seated in a chair when the surging sensation occurred and that there was "no change in movement or getting up from the chair, no rocking or leg movement". The device settings at the time of the event were the same as the "upright to mobile settings". The patient adjusted the mobility setting and reported that when "adjusted down to the fourth tick" that this did "change mobility" while walking down a hall, as it was reported that "he felt the surging". It was reported that the patient eventually disabled the mobility setting. Further information was requested. A supplemental report will be filed if further information becomes available.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The company representative checked the impedances and they were all within normal range. The device was reprogrammed and the company representative has not heard back from the patient.